Event description:
The hcp did a roller study that demonstrated "nothing turning" after an initial memory error had been noted. No patient symptoms were reported. The hcp plans on replacing the device in the next few weeks due to the "alleged roller stall".